Event description:
The patient experienced a loss of therapeutic effect. She visited her health care professional and discussed the event with a manufacturer's representative. Her device was reprogrammed successfully. The patient subsequently had an accident and was having problems with her system. Details of the accident and the resulting problems were not provided. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).